Event description:
It was reported that during a da vinci-assisted general surgical procedure, the tenaculum forceps instrument had a broken cable. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: when the incident happened, there weren't any visible fragments inside the patient. The customer assumed that the missing fragments was after, during the cleaning of the instrument after the case. There was no report of fragment falling from the device while used within the patient. If there would have been fragments the surgeon would have had to retrieve them out of the patient. Not to the customer¿s knowledge about the patient returning to the hospital due to experiencing any post-surgical complications related to retention of foreign material.

Manufacturer narrative:
Based on the claim against the product by the customer noting broken cable, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tenaculum forceps instrument was analyzed and found to replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of broken pitch cable to be related to the customer reported complaint. The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. The common cause of the failure mode broken - distal instrument pitch cables are attributed to a component failure. The cable breakage, whether partial or full, may be attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. Additional observation not reported by site was that the instrument was found to have a dislodged flush tube guide inside the housing. The root cause was attributed to misuse. The complaint regarding broken cable was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. This complaint is being reported based on the following conclusion: this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.